Manufacturer narrative:
(B)(4). Date sent: 11/14/2016. (B)(4). The analysis results found that er320 device was returned outside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Since not used in surgery it did not have patient contact.

Event description:
It was reported that before an unknown procedure, it was observed to have hole in packaging when being pulled off shelf out of the box. It is not known how the procedure was completed. There were no patient consequences reported.